Event description:
The customer reported on (B)(6) 2013 his blood glucose and insulin history is as follows: time 07:26 pm, bg (mg/dl) 181. He was rushed to the hospital in an ambulance and upon arrival he was admitted for diabetic ketoacidosis. He did not provide any further information regarding the hospitalization or his treatment.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No malfunction or other product condition that would have contributed to the reported patient's ketoacidosis and hospitalization was found. Qualification records were reviewed and the product lot met all acceptance criteria.